Event description:
264 days after a coronary artery drug eluting stenting procedure the patient expired. The lesion being treated in the index prcedure was a 3.0mm, 80% stenosed portion of the 1st diagonal (1st dx). The physician treated the lesion with predilatation adn successful placement of a taxus express2 8.8# 2.75x28mm drug eluting stent in the target lesion. There were no complications. The patient was discharged 6 days later on plavix and aspirin. 264 days after the initial procedue the patient expired. There was no autopsy. In the opinion of the physician the cause of death was lung cancer and the taxus stent was not involved.